Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Once foil packets are peeled open it cannot be determined if defects were present before or after packet was opened. No further testing can be performed on these samples. Peeling open foil packets creates trauma to the primary packet materials. This trauma can cause pin holes and tears in the foil material. Defects were most likely caused by action of peeling open the long foil packets.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. After opening the package, upon inspection, it appeared as though there were holes in the packaging. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.